Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue medication, as drawer would not open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer who reported being unable to issue medication due to a drawer not opening. The customer was asked to log out completely and then sign back in, after which customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.